Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via log file analysis since this controller was running using an older software version that does not have the capability to identify the individual batteries connected to the controller. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a depleted internal battery that was leaking, making this controller unable to sound an audible alarm in case of pump disconnection or power outage. The confirmed malfunction is not related to the reported event (power switching). An internal investigation has been opened to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received stated that there was no physical damage to the controller and the controller exchange resolved the issue. No special preparation was needed and patient tolerated the exchange well. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the "patient reported power switching despite having new batteries." It was stated that patient outcomes were with "no consequences." No additional information provided. Investigation is ongoing.